Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing. All testing was performed using a good known test patient circuit as well as the customer supplied ac adapter and sprintpack. The ventilator passed 122 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The unit passed all testing's and was sent back to the customer as-is.

Event description:
It was reported by the customer that there was a patient death with no allegations of the ventilator having a malfunction. Per police communication to (B)(6) home care, the unit is suspected to have been unplugged. The sprintpack and internal battery were depleted. The customer reported the date of event as being a day or two within (B)(6) 2016.